Manufacturer narrative:
During an internal review on (B)(6) 2025, noted a correction to the 3500a follow-up #1 under h3. Device evaluated by manufacturer? As should have been processed as "no". Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Air could not be removed. When removing air before inserting the catheter into the patient's body, bubbles were entered into a syringe. During pulmonary vein isolation (pvi), air could be removed without any problems, but the issue occurred during additional treatment supraventricular tachycardia (svt). The issue was resolved by replacing the vizigo sheath with another new one. The hemostatic valve itself was not damaged. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-apr-2025, the sideport tubing was partially detached. In addition, it was observed a severely bent mark in the shaft area. The bwi product analysis lab became aware of the sideport tubing was partially detached on 02-apr-2025 and have also assessed this returned condition as reportable. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the sideport tubing was partially detached. In addition, it was observed a severely bent mark in the shaft area. An irrigation test was performed and no leakage was observed in the valve or detachment area. Due to the condition detected in the sideport area, an external manufacturing investigation was requested and it was concluded that this type of failure was not related to the manufacturing process since the origin of this crack was unable to be determined but it is consistent with the stopcock tubing receiving a force that is perpendicular to the hub causing strain to this connection. In addition, a steady flow of medium to large size bubbles confirmed leakage through the lumen or shaft liner that escaped at the pull wire proximal exists. Damage to the device shaft could break liner or lumen then allow leakage that would come out around the device pull wire. A device history record was performed for the finished device batch number, and no internal actions were identified. Since the shaft was found with bent marks and due to this condition leakage was observed during the external investigation, the customer complaint was confirmed. The potential cause of the shaft bent and the partial separation of the hub could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The partial detachment condition was not related to the reported event. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿air could not be removed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿bent mark in the shaft area¿. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: luer valve (g0413502) were selected as related to the biosense webster inc. Analysis finding of the ¿sideport tubing was partially detached¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Air could not be removed. When removing air before inserting the catheter into the patient's body, bubbles were entered into a syringe. During pulmonary vein isolation (pvi), air could be removed without any problems, but the issue occurred during additional treatment supraventricular tachycardia (svt). The issue was resolved by replacing the vizigo sheath with another new one. The hemostatic valve itself was not damaged. The procedure was completed without patient's consequence. Additional information was received. No air was introduced into the patient. The sheath was replaced with another new one. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. No needle product was used with the vizigo sheath. The event was assessed as a MDR reportable hemostatic valve leak issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).